Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. Reportedly, part of the cartridge looked "pinched". Customer's blood glucose level was no impacted. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.